Event description:
It was reported that an unspecified patient was in the hospital as he was going to receive a magnetic resonance imaging (MRI), however, the right atrial (ra) lead impedance showed high pacing impedance out-of-range of over 3000 ohms, and the MRI was cancelled due to a suspected lead fracture. Reportedly, as the patient is in chronic atrial flutter, this ra was previously deactivated and it is not in service. Technical services reviewed the case and stated there is no evidence of fracture lead or compromised pulse generator-lead integrity with the patient's system. Attempts to obtain additional information was requested, although, no details about the patient or the ra lead were known. The patient's ra lead remains in service and no adverse patient effects were reported.